Manufacturer narrative:
The following was returned from the customer for complaint investigation: one used list #46115-51, transpac® IV monitoring kit, 60", disposable transducer, 03 ml squeeze flush device, macrodrip un-bonded; lot #unknown. The reported complaint 'flanges broke off' was confirmed. During visual inspection, the white clips of the squeeze flush device were missing. It is unknown where and when the white clips went missing. The returned set was primed and pressure leak tested, no leaks were observed. The squeeze flush device performed as expected. The product had performed per the specifications. The probable cause of the missing white housing on the squeeze flush device is unknown. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 29nov2023.

Manufacturer narrative:
Corrected information can be found in d4 - primary UDI number.

Event description:
Additional information was received on 18jan2024 as follows: a medsun medwatch mandatory report uf/importer report # (B)(4) was received on 18-jan-2024 containing the same information as reported initially for this complaint/event. Additional event information obtained from ufmw: the report was completed by (B)(6). It was stated in the adverse event or product problem section that it is a product problem (e.g., defects/malfunctions) and the date of the report was december-2023 as an initial report on a product problem. Moreover, the suspected medical device is a transpac® IV monitoring kit, 60", disposable transducer, 03 ml squeeze flush device, macrodrip un-bonded with lot number 13732225. The contact person for this facility is (B)(6). Furthermore, the location where the event occurred was in was in hospital specifically in pediatric critical care center (picu).

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional phone number for the initial reporter: (B)(6).

Event description:
The complaint involved a transpac® IV monitoring kit, 60", disposable transducer, 03 ml squeeze flush device, macrodrip un-bonded. It was reported that the device's white flushing flanges snapped and broke off during use with a patient's a-line (arterial line) set. A normal saline flush was already in place but the a-line was found to not draw back blood. Because there was a questionable clot, the aline was removed. They were unsure if the broken product was the cause of clotted a-line. There was no report of human harm.